Event description:
It was reported that the patient underwent l2 to ileum posterior segmental instrumentation with repeat decompression using rhbmp-2/acs. There were no noted complications. Per the hospital records, "she had relief of her preoperative bilateral lower extremity pain. Had some mild, vague numbness in her legs." The patient was discharged home on pod 5. At 139 days post-op the patient presented after falling. The patient complained of intermittent bilateral buttock pain and radiating pain into her posterior thighs. At 308 days post-op the patient presented with lumbar pain. A CT myelogram indicated "postsurgical fusion from l2 through iliac bones. No hardware complicating features. Moderately prominent dorsal extradural granulation tissue on the left at the l3-l4 level. No evidence of any significant canal or foramina stenosis. Dorsal postsurgical fluid collection, likely a pseudomeningocele from l3 through l5 levels." At 477 days post-op the patient presented with complaints of back pain and left greater than right lower extremity pain. The patient reported difficulty sleeping on her back and stated that this exacerbates her leg pain. Per the physician's notes, "she does have palpable tenderness over her iliac screws and I have recommended that she have iliac screw instructions to see if she may be a candidate for removal of these screws. She does have what appears to be a large seroma or pseudomeningocele which could be the etiology of her pain. She has some lateral recess, possible granulation tissue on the left at l3-l4. If her iliac screw injections are beneficial, I would recommend removal of those and at the same time, exploration and possible extension of her fusion proximal to t11 or even t10. " her ap and lateral longstanding scoliosis x-rays show a questionable t12 compression fracture with some loss of height of t12, possible superior endplate fracture. Otherwise, she has a fairly solid fusion from l2 to the ileum without evidence of screw lucency."

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a plif implantation method at l5-s1 using rhbmp-2/acs. Post-operatively, patient developed increased lower back pain and pain in both of her legs. Imaging studies reportedly showed that patient had developed uncontrolled bone growth at the site of the surgery. A (B)(6), 2010 lumbar CT demonstrated heterotopic ossification at l5-s1 with marked impingement on the right l5-s1 foramen. It was reported that on (B)(6), 2011 the patient underwent a revision surgery to address cage migration and to remove bone overgrowth at l5-s1. Rhbmp-2/acs was utilized in this surgery. The patient continues to have heterotopic ossification. Patient is in constant pain, and cannot even sit up straight.

Manufacturer narrative:
(B)(6). (B)(4). Review of imaging studies found as follows: (B)(6) 2010 lumbar MRI t2 weighted sagittal views verify l3 to s1 construct with interbody spacers and crosslinks fluid cyst appears midline at the level of the upper screws of the construct at about l3. No residual nerve root compression is noted. (B)(6) 2010 lumbar CT w/o contrast axial views obscured by stainless hardware. Boomerang shaped interbody devices present at all fused levels. Bone is present in the cages and around them. Solid arthrodesis is not verified. Posterolateral fusion is also noted in the region of the facets and rods. Bicortical screw purchase appears at several levels. Laminectomy noted at same levels as screws. Screws appear to be well positioned within pedicles without complications. (B)(6) 2010 ap and lateral lumbar films show complex construct l3-l4-l5-s1 with segmental pedicle screws and two crosslinks. Interbody devices are present. (B)(6) 2011 ap and lateral x-rays show extension of previous construct to l2 and downward to include iliac screws position and alignment of construct appear optimal. Reason for extension of arthrodesis is not apparent. Interbody spacers are now noted at l3, l4 and l5, absence at l2. Dynamic films suggest solid fusion without movement. (B)(6) 2011 lumbar CT solid arthrodesis noted with extension of construct to include l2 and l3 proximally and iliac screws distally. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.